Event description:
As reported, during r&d testing, a 14f esheath+ tip tore during insertion of a 23mm valve crimped on commander delivery system.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- investigation conclusions the returned device was visually inspected, and the following was observed: the shaft is curved. The sheath was fully expanded as designed. The distal tip is torn radially along distal edge of liner. The distal tip did not open along the axial score line. Stretching was noted through distal tip. All score lines were present. Returned imagery was evaluated and the following was observed: the sheath shaft appears to be fully expanded as designed but tip appears to not have opened along axial score line. The distal tip tore radially. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device; however, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. This event reports a sheath distal tip tear during r&d testing that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. Per the complaint description, "during r&d feasibility testing in the thv r&d test lab in irvine, a 14f esheath+ tip tore during insertion of a 23mm s3ur valve crimped on commander ds". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, the returned device had curvature noted to it. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A corrective or preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip.